Event description:
The customer reported that his insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the battery was removed for five minutes and the pump was rested. Then the customer inserted a new battery and the display still was frozen. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.